Manufacturer narrative:
(B)(6) 2019 - this lead showed high capture thresholds prior to being capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a gen change lv lead insulation was found to have a breach near the pin. Lead was capped and remains implanted.